Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2018 to assess the test wells in question which appeared visually negative. The immucor internal identification number for this report is (B)(4).

Event description:
On (B)(6) 2018, a european (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo neo instrument, when tested on (B)(6) 2018.